Event description:
It was reported that the patient fell. Since the fall, it was noted the tibial tray was loosened through x-rays, revision surgery to replace the tibial tray was done in 2008. In the surgery, the femoral component was also replaced since it was loosened. The stem bolt was found loosened. After the surgery metallosis was noted around the bolt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.